Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side implant ¿bottomed out¿, pain, lightning bolt shocks in breast, numbness, "deceived and made to believe implants are not toxic". Patient additionally reported non-device related events as follows: trouble breathing, acne, weight loss, trouble sleeping, brain fog, sadness, child now dealing with abnormalities: skin issues, hypersensitive, and breathing problems. Patient additionally reported physician observed "implant was ruptured" during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in radius side assessed as surgical damage and one opening in anterior side assessed as fold flaw opening. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Migration: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Depression (ndr): not applicable as the event is not related to the device. Varied injuries(ndr): not applicable as the event is not related to the device. Varied injuries to offspring of patient(ndr): not applicable as the event is not related to the device. Sensation increase/decrease (ndr): not applicable as the event is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.6b., d.9., h.2., h.3., h.6.

Event description:
Patient reported left side implant ¿bottomed out¿, pain, lightning bolt shocks in breast, numbness, "deceived and made to believe implants are not toxic". Patient additionally reported non-device related events as follows: trouble breathing, acne, weight loss, trouble sleeping, brain fog, sadness, child now dealing with abnormalities: skin issues, hypersensitive, and breathing problems. Patient additionally reported physician observed "implant was ruptured" during surgery. The device has been explanted.

Event description:
Patient reported left side implant ¿bottomed out¿, pain, lightning bolt shocks in breast, numbness, "deceived and made to believe implants are not toxic". Patient additionally reported non-device related events as follows: trouble breathing, acne, weight loss, trouble sleeping, brain fog, sadness, child now dealing with abnormalities: skin issues, hypersensitive, and breathing problems. Patient additionally reported physician observed "implant was ruptured" during surgery. The device has been explanted.